Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of homechoice cassettes had a system error 2240 (air in line/set) alarm. It was unknown if the patient was connected at the time of the alarm. This occurred during an unspecified process step of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a connection issue between the supply line of a homechoice cassette and supply bag that led to this alarm. It was further described as "the screw connection creates some difficulties, sometimes air enters. It seems that the correct screwing is not easy." There was no report of patient injury or medical intervention associated with this event. No additional information is available.